Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
There is a segment broken/missing from the quadrant of the syringes no patient involvement.

Manufacturer narrative:
Two samples and two photos received for investigation. The images show a syringe, but no damage can be seen in them. The samples are visually inspected and in one sample it is detected that one of the quadrants of the stem ring (area where the stopper is assembled) is broken, a piece of it is missing. On the other side, it is observed that one of the stem ring quadrants is cracked. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Six retained samples from the same lot were evaluated, no defects or issues observed. Possible root cause is related with a hit during transport or manufacturing. Damaged plunger can be a result during manufacturing process. Areas where pieces are transported in manufacturing area are protected to avoid damage on the product. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information please find requested information below: what specifically is "broken/missing" from the syringes? There are two syringes. There is a crack on the quadrant of the plunger (under the seal) in one syringe. On the second syringe, there is a broken piece of the quadrant of the plunger (under the seal). I have reattached some new pictures which may be clearer. Are they referring to a broken piece? If yes, where? The barrel? The plunger rod? Yes, at the top of the plunger (a segment of the quadrant). Are they referring to the scale markings? No.